Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind. Problem isolated to interface board. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery test due to motor error alarms during rewind. Unit had cracked case at window display corners.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 900 mg/dl when paramedics arrived. Customer stated that he a heart attack because of the high blood glucose and called the paramedics. Nothing further was reported.